Event description:
Per the clinic, the patient reports headaches and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The patient was advised not to wear the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.